Manufacturer narrative:
Investigation results: the complaint of the blood control valve not working properly could not be confirmed from the five representative 20g insyte autoguard bc units that were returned in sealed unit packaging from lot 3167252. A leak test of the unused samples revealed no damage or defects. The septum slits were acceptable according to the visual standard. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E.1. (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global leaked beyond the septum. The following information was provided by the initial reporter: the customer complained about the blood control valve not functioning properly.